Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the long tip forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the wire was exposed. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long tip forceps instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a loose grip cable at the yaw pulley. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing. Common causes of loose instrument grip cables are often attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions.